Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Corrections: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. Excessive force. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances from this lot. A query of the electronic complaint database revealed no other incidents reported from this lot. It should be noted the hi torque guide wire instructions for use states: do not push, auger, withdraw or torque a guide wire that meets resistance. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the whisper guide wire was used in a coronary sinus during an interventional procedure. The whisper wire was retracted and resistance was felt. There was an acute bend in the whisper wire due to anatomy and when they pushed hard on the whisper wire, it subsequently fractured and remains in the coronary sinus. Approximately 6 cm of the separated wire remains in the anatomy. Radiology was consulted, but there was no attempt to snare out the wire. The only other device in the sinus at the time was a right ventricle lead. No additional information was provided.